Event description:
This lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2013 due to lead dislodgement. The physician was dr. (B)(6) at (B)(6) medical center in redding, ca. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).